Event description:
The pt experienced lack of mobility, pain, and extrusion of the ulnar component from the canal. Revision surgery revealed metalysis of the components. The components were removed but not yet replaced.

Manufacturer narrative:
Summary of eval: the results of the eval performed indicated that this event was attributed to a combination of pt bone quality and product design. The design has since been upgraded to minimize wear and improve performance.